Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 for a follow-up. During interrogation of pacemaker, it was noted that the radio frequency (rf) telemetry was not functioning but the inductive telemetry was. The pacemaker was reprogrammed and rf telemetry was reestablished. The patient was in stable condition throughout.